Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The exact cause of the reported incident could not be conclusively determined at this time. However, this type of device damage inconsistent with the continuous activation of the device without a tissue in between the probe and the grasping section. If additional info becomes available at a later time, this report will be supplemented.

Event description:
Olympus was informed that near the end of the total laparoscopic hysterectomy procedure, the device tip broke off and fell inside the pt's abdomen. The device fragment was successfully retrieved with the use of a grasper. The intended procedure was completed using another similar device. It was also reported that a metal uterine manipulator was used in the procedure. There was no pt injury reported.